Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific device tracking received a procedure form completed by the boston scientific representative. The boston scientific representative provided the implant incision had opened up and the icm device had come out. It was suspected there was an infection at the time. Subsequently the physician explanted the icm device. Approximately two months later the patient was implanted with a new icm device to continue monitoring. This procedure was completed successfully. The device is not expected to be returned for analysis. No additional adverse patient effects were reported.